Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, clamp tubing" and exhibited air in the line. Per reporter residual volume was: 52 ml, rate 2.4 and 49.6 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4).